Manufacturer narrative:
The lead remains in service and device outputs were increased. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision for another manufacturer's rv, this left ventricular (lv) lead pulled back when the rv lead was extracted causing an increase in pacing thresholds. No adverse patient effects were reported.